Event description:
Manufacturer rep. Reported the patient's catheter was disconnected from the pump which was confirmed by x-ray in 2008. A catheter access test indicated that there was no access to the catheter, nothing was aspirated (via cap) on a week later. A nurse practitioner did a two step decrease in the patient's intrathecal baclofen (from 984 mcg/day to 600 mcg/day - the concentration of baclofen was not reported). The patient's mother reported an increase in the patient's muscle movement tone and the patient was started on oral baclofen. The patient is currently on 725 mcg/day of baclofen. The patient has an appointment in four months later, with neurosurgery. The hcp then reported the patient had additional symptoms of hypertonia, behavior changes and discomfort. A catheter port access was attempted on approx three months after the original date, at the suggestion of the manufacturer rep. The procedure was attempted x2, unsuccessful and the child was extremely agitated. Further attempts were abandoned and an indium study was scheduled to start on the following month. The hcp indicated the pump and catheter would be replaced.